Manufacturer narrative:
(B)(4). Device evaluation: result - although observations and testing could not be performed because a sample was not received for investigation, there was a photo supplied by the customer that was reviewed. The photo revealed the needle partially retracted into the safety barrel leaving the needle tip exposed. Damage was observed on the grip. The damage was facing inward and in the area at the bottom of the grip where it connects to the barrel. This damage inhibited the needle from retracting fully into the safety barrel. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6173443. Conclusion - the defect of needle retraction failure confirmed based on the review of the photo supplied by the customer. The photo revealed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation leaving the needle tip exposed. The root cause of this defect is manufacturing. The plug probe and the load barrel stations have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint sample.

Event description:
It was reported that the suspect device retracted only partially upon activation. It is unknown if a needle stick injury occurred.